Event description:
A user facility program manager reported that a dialyzer blood leak occurred during the patient¿s hemodialysis (hd) treatment. Additional information was provided during follow-up with a user facility nurse. The blood leak occurred immediately following treatment initiation. The blood leak was noted as being an internal blood leak. The leak was visually observed within the dialyzer and drain hose. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were not used to test for the presence of blood. There was no defect or damage noted on the dialyzer. The patient¿s estimated blood loss (ebl) was approximately 150 ml. There was no patient injury or medical intervention required as a result of this event. The patient was restarted on the same machine and treatment completed successfully with new supplies. The complaint device was reported to be available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Correction: g3 (date received). The date received field for follow-up #1 was incorrectly completed as 6/5/2023. The correct entry is 6/6/2023.

Manufacturer narrative:
Plant investigation: the complaint device was not returned for manufacturer evaluation. There was one photograph provided that shows a dialyzer connected to the bloodlines. Blood is shown to be present within the bell housing of the dialyzer, outside of the fibers, which is indicative of an internal leak. There is no damage or irregularities visually apparent on the dialyzer that may have contributed to the leak. The potential cause of an internal blood leak to occur includes damaged/broken fiber(s) or an incomplete seal in the potting material. The probable causes for damaged/broken fiber(s) or an incomplete seal in the potting material may be manufacturing related. The cause of the reported issue cannot be determined from the media. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was one approved temporary deviation notice (dn) reported on the lot which was unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A user facility program manager reported that a dialyzer blood leak occurred during the patient¿s hemodialysis (hd) treatment. Additional information was provided during follow-up with a user facility nurse. The blood leak occurred immediately following treatment initiation. The blood leak was noted as being an internal blood leak. The leak was visually observed within the dialyzer and drain hose. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were not used to test for the presence of blood. There was no defect or damage noted on the dialyzer. The patient¿s estimated blood loss (ebl) was approximately 150 ml. There was no patient injury or medical intervention required as a result of this event. The patient was restarted on the same machine and treatment completed successfully with new supplies. The complaint device was reported to be available to be returned to the manufacturer for evaluation.

Event description:
A user facility program manager reported that a dialyzer blood leak occurred during the patient¿s hemodialysis (hd) treatment. Additional information was provided during follow-up with a user facility nurse. The blood leak occurred immediately following treatment initiation. The blood leak was noted as being an internal blood leak. The leak was visually observed within the dialyzer and drain hose. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were not used to test for the presence of blood. There was no defect or damage noted on the dialyzer. The patient¿s estimated blood loss (ebl) was approximately 150 ml. There was no patient injury or medical intervention required as a result of this event. The patient was restarted on the same machine and treatment completed successfully with new supplies. The complaint device was reported to be available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.